Event description:
On (B)(6) 2014, the patient contacted animas alleging that they experienced a blood glucose (bg) over 500 mg/dl with increased urination associated with the pump being suspended from insulin delivery. During troubleshooting with customer technical support (cts), it was revealed that there was an empty cartridge alarm observed in the alarm history at 12:04 am on (B)(6) 2014. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in suspending the pump from giving insulin when attempting to confirm an alarm.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.